Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record was opened on october sixteenth, twenty-twenty three to address the reported event. Per the service record, the company representative attempted to resolve the issue, but the work order was cancelled, and no work was performed. The customer reported event was not confirmed. Thus, based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient with an incomplete flap in the left eye during the flap creation procedure. After correctly performing the dissection for the flap, it was observed that the flap cut remained only halfway. There was an error in the confirmation message for the card inserted during surgery, leading to a screen lock. There are two related reports for this event. This report addresses the unknown patient number two's left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H3., h6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).